Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 500 mg/dl and ketones. Prior to the event, the customer treated with the insulin pump and injections, but his blood glucose levels did not decrease by much. After being treated at the hospital, he went back on the insulin pump, and again, his blood glucose levels elevated. The customer was given another insulin pump to try, and his blood glucose decreased. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.